Event description:
Rim of inlay splintered during insertion

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. The part was assessed by (B)(4) and a report was received stating the density of the insert was analysed and found to be complying with the delivery specification for biolox delta components. Due to the misalignment there were point contacts between the metal shell and the insert which potentially initiated the fracture. The complaint shall be closed to user error; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).